Event description:
It was reported the patient passed away due to congestive heart failure. It is unknown if the patient's devices were still implanted at the time of the patient's death. The patient could not be found in the manufacturer's database. It is unknown if any devices will be returned to the manufacturer.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.